Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a second inappropriate shock was delivered by this s-ICD system while programmed to the secondary vector. Technical services (ts) suggested reprogramming options at higher heart rates as troubleshooting. This device had been turned off prior to explant. No information was provided regarding replacement. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a second inappropriate shock was delivered by this s-ICD system while programmed to the secondary vector. Technical services (ts) suggested reprogramming options at higher heart rates as troubleshooting. This device had been turned off prior to explant. No information was provided regarding replacement. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a second inappropriate shock was delivered by this s-ICD system while programmed to the secondary vector. Technical services (ts) suggested reprogramming options at higher heart rates as troubleshooting. No additional adverse patient effects were reported.